Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated: b3, b4, b5, d2, g1, g3, g6, h1, h2, h10, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device pass the sample mesh test during evaluation; however, the cutter and ratchet were damaged and the bottom roller was discolored; however, the repair was not completed as requested by the customer. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: germany.

Event description:
It was reported that outside of surgery, the unit was not cutting, there was no patient involvement. Due diligence is in progress; there is no additional information available.